Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7079547/7077400.

Event description:
It was reported that the patient experienced left sided pocket pain and left upper back pain. The physician was unable to determine the cause of pain as the laboratory works and imaging taken at the emergency room had normal results. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and were kept by the medical facility.